Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving morphine 1mg/ml at 0.2501 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the patient experienced pain due to an empty pump. The physician programmer confirmed the empty pump alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.